Event description:
It was reported, the patient presented in clinic due to bradycardia. The device was attempted to be interrogated but was unsuccessful. Premature battery depletion was suspected as at the last follow up in (B)(6)2024 the remaining battery was estimated at 56%. Additionally, an increased threshold was observed on the right ventricular (rv) lead. The device was explanted and replaced to resolve the event. Following the device replacement procedure, the rv threshold was in the acceptable range. The patient was stable.

Manufacturer narrative:
Further information was requested but not received. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.